Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. Although the fragment was retrieved and no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric polypectomy procedure, while using the harmonic ace curved shears instrument, a plastic piece broke off and fell inside the patient. The fragment was retrieved and removed from the patient during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the instrument was inspected prior to use. The instrument had been in use for approximately 20 minutes before the issue occurred. The fragment fell inside the patient while the surgeon was dissecting gastric tissue. There was only one fragment, which was retrieved with a laparoscopic instrument. It was noted that the instrument did not collide with other instruments or other hard material. No other damage to the instrument was found. There was no resistance upon removal of the instrument through the cannula, and no damage of the cannula observed after the event occurred. The surgeon did not notice any issues with the functionality of the instrument during the procedure.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7,h1, h2, h3, h6, h10. 61- intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with a teflon pad missing off its slot. The customer returned one big piece of teflon pad with the instrument. The teflon material was pieced back onto the clamp arm assembly and it was determined that not all the teflon pad was returned. A missing piece measuring approximately 0.07¿ x 0.04¿ was not returned. Heavy bio debris and char marks resided within the clamp arm. The known common cause of this failure is mishandling/misuse. Based on the device evaluation results, this event has been re-assessed as non-reportable due to the following: the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument. The fragment was retrieved and removed from the patient during the same procedure with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.